Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The returned device was bloody. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected then found out that the tip was torn. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 28-jun-2018. It was reported that the tip was damaged. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 6f guidezilla¿ ii was selected for use. During procedure the device failed to cross the calcification during delivery. Then, when the device was attempted to be removed from the patient's body, the tip part was found to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the tip was torn.